Manufacturer narrative:
(B)(4) date sent to the FDA: 06/27/2016. (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? Where was the melanoma (your arm)? Can you describe all of your symptoms of reaction? What was your surgeon opinion regarding your symptoms? Did you receive any medical treatment for your symptoms? Please provide your age and body weight and height at the time of this surgical procedure. Can you provide us with a brief medical/surgical history? What is the name and contact information of your surgeon? What was the date of the last visit with your surgeon? What was your surgeon¿s opinion regarding the suture spitting? Do you have your operative report to send via email to (B)(4) for review? What is your current status?

Event description:
It was reported by the patient that the patient underwent a melanoma excision procedure on unknown date and suture was used. Two or three weeks following the procedure, the suture did not dissolve and began pushing up through the skin. The patient experienced pain when moving her arm and wearing shirts, and irritation. The patient had a suture removal and stated that having the suture removed like this was painful. Now she has an additional suture pushing up through her skin and is scheduled to have it removed in two weeks. Additional information has been requested.